Event description:
It was reported during a scheduled filter retrieval, the physician identified that the filter was tilted by approximately 45 degrees and two limbs were perforating the vena cava. The patient underwent successful filter retrieval. The patient was reported to be asymptomatic and there was no report of injury. The filter had been implanted for approximately one month.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unknown. The device was discarded by the user facility; therefore, not available for evaluation. Case images were received and evaluated. The deployment images show the filter placement near the top of l2. Although there is no cavagram after filter placement, the filter seems to appear straight. Pre-retrieval images show the filter with an approximate 20 degree tilt and it appears that there are two legs penetrating/perforating the cava. However, without cts, this cannot be definitively confirmed. The images showed a successful filter retrieval. Based on the information available, the filter tilt was confirmed; however, as no cts were returned, the perforation could not be confirmed. The event root cause is unknown. The current IFU (instructions for use) states: potential complication: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.